Event description:
Machine indicated it was ready prior to achieving desired temperature. Great degree in temperature fluctuation noted. Manufacturer response (as per reporter) for endometrial ablator, thermachoice ii.they could not reproduce the error and the equipment passed all of their quality checks.